Event description:
The doctor reported that the item does not seat properly on the implant and that the procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event: unknown / not provided.